Event description:
A ventana medical systems, inc (vmsi) technical marketing representative (tmr) slipped on reagent fluid (ez prep) that had leaked onto the floor during an instrument installation at a customer site. The tmr reported the following injuries: fractured finger, sprained ankle, strained neck. She was treated and released from the emergency room at the customer site. The reagent was contained in a 20l carboy that has a spigot. This carboy is sold by ventana as an accessory component for the benchmark series slide staining instruments. The carboy is used to dilute ventana bulk fluids used for immunohistochemical and in situ hybridization tissue staining. The night before the incident the tmr filled the carboy and left it on the bench top counter. The tmr stated that the carboy was not leaking fluid at that time. When the tmw returned to the site the next morning she slipped and fell due to leaked fluid from the carboy. She noted the carboy had been moved from countertop to the floor underneath the counter and the spigot appeared to be partially disconnected from the carboy. The carboy was returned to vmsi for investigation, however the spigot had been removed from the carboy making a root cause evaluation impossible.